Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following findings on the device: the insertion part is crushed due to an external factor. The coat of the insertion tube is peeled off due to an external factor. (1 mm 2 or more). Observed elongation of curved rubber due to handling factors. Scratches found on eye piece, grip, angle lever, ud plate, vent under grip, fixed ring and light guide cover. Based on evaluation findings, the failures found likely attributed to handling, external factors. Investigation is ongoing. This reported will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of leak on the device. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported . Device evaluation found the coating on the insertion tube unit was peeled off (1 mm 2 or more). This report is being submitted for peeled coating on the insertion tube found during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress of repeated use caused the event. Olympus will continue to monitor field performance for this device.